Manufacturer narrative:
Concomitant product: 5086mri, lead.

Event description:
It was reported that there was possible intermittent right atrial (ra) undersensing on some of the recorded ventricular tachycardia (vt), supra ventricular tachycardia (svt) and atrial fibrillation (af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.